Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was fully functional and passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the monitor. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cable connecting the ECG a/b and front therapy electrode was pulled from the strain relief, damaging wires on the distribution node pca. The root cause for the damaged cable was physical abuse. There is no indication that the damaged electrode belt caused or contributed to the patient's death as the patient was in a non-treatable, non-life-sustaining rhythm prior to the treatment events.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. It was reported that the patient fell in the bathroom and was revived by medics. The patient was taken to the hospital, and passed away. The patient's wife reported that the lifevest "did not do its job". A review of the patient's ECG data indicated that on (B)(6) 2018 the patient was in idioventricular rhythm at 80 bpm degrading to asystole with intermittent cardiac activity. The patient remained in asystole, with CPR artifact. The CPR artifact is consistent with reported resuscitation efforts by medics. The patient was inappropriately treated at 12:59:37 while in asystole with CPR artifact. CPR artifact contributed to the false detection. The post-shock rhythm was vt at 140 bpm for 10 seconds degrading to asystole. The patient was in a non-treatable, non-life-sustaining rhythm at the time of the inappropriate treatment. The patient's device was then removed, and the patient was reportedly revived and taken to the hospital. It was reported that the patient later passed away 3 days later on (B)(6) 2018 while in the hospital.